Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te), between the dn and ECG electrode b. The cause of the non-functional electrodes and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt indicating that the therapy electrodes were nonfunctional.